Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. To treat the low bg level, the customer consumed sugar, water, soda. The emergency medical support (ems) provided the customer with a sandwich; however, due to being unconscious, the customer was unable to eat. Reportedly, the customer over estimated the amount of carbohydrates for a meal consumed, and the clinical diabetes specialist (cds) reported that the event occurred due to user error. The customer arrived at the hospital on (B)(6) 2018, and received sugar and sodium via intravenous (IV) treatment. The customer was released from the hospital on (B)(6) 2018 with the issue resolved, and no permanent damage to the customer. Insulin delivery was resumed.

Manufacturer narrative:
(Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus.").